Manufacturer narrative:
January 2018 bimonthly asr exemption e2013025 the total number of events for product classification code otn is 18. Qty 4- align r retropubic urethral support system qty 1- align rs retropubic/suprapubic urethral support system qty 1- align rs retropubic/suprapubic urethral support system, w/o dilator qty 3- align to trans-obturator urethral support system- halo qty 4- align to trans-obturator urethral support system- hook qty 4- align to trans-obturator urethral support system- hook & halo qty 1- align urethral support system h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
January 2018 bimonthly asr.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame: november 1, 2017 through december 31, 2017.

Event description:
N/a.

Manufacturer narrative:
Exemption: e2013025 original reporting time frame: on (B)(6) 2017 through on (B)(6) 2017.